Manufacturer narrative:
The delivery system was returned to edwards for evaluation. Visual, dimensional and functional analyses were performed. A leak was confirmed under the strain relief and complete separation of the balloon shaft was observed. The device was unable to be de-aired. A kink was observed on the balloon shaft distal to strain relief, but was considered likely due to shipping. No other visual abnormalities were observed. During dimensional inspection, the balloon shaft outer diameter (od) distal to the break was measured and found to meet specification. The complaint for leakage was confirmed, however the cause has not been determined. It is possible that the balloon shaft was bent, kinked, or pulled during the procedure to cause or propagate the observed damage. However, it is also possible that something occurred in the manufacturing process which may have also contributed to the break in the shaft. A CAPA was initiated to investigate leakage on the commander delivery system and document any necessary corrective and preventative actions. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warning, contraindications, and the directions/conditions for the successful use of the device.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), during transfemoral deployment of a 26mm sapien 3 valve, there was a leak observed at the y-connector of the commander delivery system. The valve was partially deployed and additional inflation volume was added until the valve looked stable. The valve was post dilated with a true dilation balloon with good results. At the time of the report the patient was stable.